Manufacturer narrative:
Block b3: exact date unknown, event occurred the system removed last year. D6b: explant date: 2023 additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5096457/7070888. Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 24827361.

Event description:
It was reported that the patient was experiencing pain and bad sciatica issues due to the location of the spinal cord stimulator (scs). The patient underwent an scs explant procedure and the explanted device components were not returned. No device malfunction was suspected.